Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, stress marks and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.